Event description:
Hill-rom received a report from a hill-rom tech stating that the side rail would not latch. The bed was located in the basement at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the side rail center arm assembly was broken. A search of the hill- rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010 to 2014. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the side raid center arm assembly to resolve the issue. Based on this info, no further action is required.